Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was between 440-450 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer changed the infusion set and cartridge to resume insulin delivery. No third-party assistance was required.